Event description:
Caller reported the menu and ok button on the pump does not work. Caller knocked the pump in his hand; buttons work again without problems. No adverse event reported. Caller declined to return the device; no product will be returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.